Event description:
Related manufacturer reference# 1627487-2019-08706. It was reported the patient lost stimulation coverage after suffering a recent fall. X-rays confirmed that both leads had migrated. The patient underwent surgical where both leads were replaced with new ones. The patient is now receiving effective stimulation coverage.

Manufacturer narrative:
The device code should have been migration rather than adverse event without identified device or use problem. The conclusion code should have been known inherent risk of device rather than cause not established.

Manufacturer narrative:
The conclusion code should have been cause not established of device rather than known inherent risk.